Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code 27. This condition had the potential to interrupt delivery. This condition was found in "sicu b". This event occurred upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code 27 was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be a malfunction in slide clamp detection circuit due to corrosion in sensor contacts. The sensor contacts were cleaned and resoldered to correct the reported condition. Should additional information be received a follow-up medwatch will be submitted.